Event description:
Event description guidant received information that, upon interrogation, this cardiac resynchronization therapy defibrillator (crt-d) was found to have tachy mode changed due to device reset.